Event description:
When using the robotic harmonic scalpel with the harmonic scalpel generator, the blade sheared off and had to be retrieved from the patient during the procedure. Just prior to the scalpel breaking, the generator made an odd sound. No error message was shown. The scalpel break happened within the first five minutes of the procedure. The break in the scalpel was approx. 1 cm from the tip at the joint (where it opens and closes). Afterwards, the scalpel was examined under the microscope, and it appeared the scalpel piece severed at the base with a near perpendicular shearing effect. The scalpel break of this sort has occurred two times previously with same model of device. In the prior instances, the scalpel broke in the middle of the surgery (approx. 2 hrs into the case start).